Manufacturer narrative:
The reported events were perforation, failure to capture, and sensing r-wave amplitude variation. As received, a complete lead was returned in two pieces for analysis. The reported events of capture to failure and sensing r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages. The lead was returned with the helix fully extended and clogged with dried blood. After cleaning the helix, the helix could be retracted and extended by applying torque directly to the inner coil, and helix extension length met specification. A tip stiffness test was performed, and the results were within specification.

Manufacturer narrative:
Correction: previously reported as h6 'appropriate term not available', now updated to 'pleural effusion'.

Manufacturer narrative:
Correction: h6 clinical code updated from pleural effusion to pericardial effusion.

Event description:
It was reported that the patient presented to the emergency room with discomfort. Imaging found a pleural effusion, and the right ventricular lead exhibited loss of capture and a variation in sensing. Cardiac perforation was suspected. The lead was explanted and successfully replaced. The patient was stable following procedure.